Manufacturer narrative:
The device was evaluated by a technician onsite, and the customer¿s allegation was confirmed. The device will not be returning to olympus for evaluation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii video system center had a b30 error. The event occurred during preparation for use. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by a scope malfunction. However, the specific cause of the scope malfunction was not established at this time. Olympus will continue to monitor field performance for this device.